Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that the machine alarmed for a blood leak during treatment initiation, as the blood flow rate reached 300 mls/minute; dialysate flow rate was at 450 mls/minute. The blood was visible, and two blood strips tested positive. The leak was internal. Estimated blood loss was about 200 mls. There were no adverse effects to the patient, and no medical intervention was required. Sample disposed.